Event description:
It was reported that the patient was referred for a full revision surgery since at current settings of 1.5ma, the patient feels a buzzing sensation in the neck. The physician is suspicious of a short-circuit due to defect in insulation because of this sensation. The patient underwent the full revision surgery on (B)(6) 2014. The explanted products were discarded by the hospital and therefore cannot be returned for product analysis. Additional information has been requested from the physician but no further information has been received to date.

Event description:
The physician reported that the patient was not complaining of any buzzing problems. What he was complaining about was a pulling in his neck and the physician said what he had was a little bit of arthritis in the cervical region.